Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were continuously getting insulin flow block alarm in spite of troubleshooting for insulin flow block alarm. The customer's blood glucose value was unknown at the time of incident. The customer stated that they had tried different cannula lengths. The customer informed that the tubing was not bent or kinked. The customer stated that they had tried all remedies. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.